Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin abrasions under the lifevest equipment. Patient described area as red, raw and scabbing. There was no alleged device malfunction contributing to the irritation. The patient's physician dressed the wounds and prescribed a cream and powder for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.